Event description:
Left femoral iabp balloon ruptured, noted by back-up of blood in sheath. Physician was notified immediately and removed the balloon. A new sheatless style of balloon was inserted in the right groin without difficulty. A tear was noted in the balloon. The patient suffered no untoward effects.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature, balloon. Conclusion: device discarded - unable to follow-up, none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.